Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: allergic reaction requiring medications device issue: no device malfunction has been reported. It was reported that a promus stent was implanted in an unspecified vessel on (B) (6) 2009. Approximately three weeks post implant, the patient developed hives, rash and joint pain. The patient was treated with prednisone for one week and antihistamines daily. Reportedly, the symptoms are slowly improving. No additional event or patient information is available.

Manufacturer narrative:
(B) (4).